Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to physical stress. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before us: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the uretero-reno videoscope was found to be leaking at the valve during testing. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the connecting tube coating was peeling with a maximum width of 4 mm or more. This report is to capture the reportable malfunction of the peeled coating on the connecting tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the insertion tube coating was peeling; the leakage test was performed, and leakage was detected at the insertion unit and at the insertion tube rotation knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.